Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on after it had been exposed to sea water. On (B)(6) 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose meter 8 or 9 times per day and manages his diabetes with a fixed amount of insulin- no adjustment. Approximately 3 weeks prior to contacting lfs, the subject meter did not power on. The patient claimed that he developed symptoms described as "shivering and his limbs were limp" 2 or 3 days after the onset of the power issue. Reportedly, the patient could not test on any other devices at the time of concern. There was no report of any medical intervention due to the product issue. According to the troubleshooting performed with customer service, the power issue was not resolved with training. During the follow-up phone call, the patient admitted that the power issue could have been caused by meter exposure to sea water. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of acute complications of diabetes 2 or 3 days after the product issue began.

Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # is k053529.